Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8 mm force bipolar instrument's jaw part was open. While attempting to replace the instrument, the open jaw part got caught in the cannula and could not be removed. The instrument could not be removed from the cannula, so it was removed together with the cannula. The cannula area was checked for damage, and no visible damage was found. After reinserting the cannula, a new instrument was used to complete the surgery. The surgery was delayed by about 10 minutes, and there was no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a myomectomy procedure and the damaged was described as 'not closed'. The instrument's jaws were not stuck in a closed position, and no additional port was made to remove the instrument and cannula together. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system showing 3 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.